Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis, stent damage and hypotube kinks were noted.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.50x25mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. The lesion contained a 90 degree or greater bend. After the lesion were crossed with a 6f non-bsc guide catheter and guidewire, pre-dilation was performed with a 2x12mm maverick balloon catheter, leaving 40% stenosis. A 28 x 3.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and noted that the struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.50x25mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. The lesion contained >= 90 degrees bend. After the lesion were crossed with a 6f non-bsc guide catheter and guidewire, pre-dilation was performed with a 2x12mm maverick balloon catheter, leaving 40% stenosis. A 28 x 3.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and noted that the struts were damaged. The procedure was completed with another of the same device. No patient complications were reported, and patient's status was stable.